Event description:
It was reported intraoperatively, the surgeon removed the pt's stenotic valve and implanted an sjm masters series valve. Upon implantation, the surgeon noticed the leaflets were not moving appropriately. The valve was removed and the surgeon "shaved" some of the lateral wall of the ventricle to try to create more space for the valve. The valve was implanted once again but the leaflets were still not moving correctly. The valve was removed again and replaced with a 27 mm sjm tissue valve.